Manufacturer narrative:
Not returned. The info provided suggests these leads remain implanted and will be buried with the pt. No add'l info is available at this time. Should more info become available, this event will be reopened.

Event description:
Co received info that these implantable transvenous right ventricular, left ventricular and right atrial leads were successfully placed, and then the pt's condition deteriorated. The physician as well as the anesthesiologist and surgery personnel succeeded in reestablishing a heart beat; however, the pt ultimately passed away later that day. It is surmised that the pt passed away due to the inability to tolerate the surgical procedure.